Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot test performed and failed due to perpetual rebooting. Performed functional test and failed due to perpetual rebooting. Open and interior inspection was performed and failed due to continuous rebooting . The log was downloaded and reviewed finding no error related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.